Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported an error occurred and a fiber optic cable was not connected. Prior to calling for technical support, the customer tried reseating the blue fiber cables and restarting the system with no change and chose to convert the case to laparoscopic due to this issue. Intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed logs and found several fiber cable communication errors pointing to the top-most port on the back of the vision side cart (vsc). The customer was not able to troubleshoot at the time of the call but may call back for further troubleshooting after the procedure is completed. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. Intuitive surgical, inc. (Isi) clinical territory associate (cta) reported that they cleaned the blue fiber cables and power cycled the system to resolve the reported issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.